Event description:
A red alert was detected on this rv lead on (B)(6) 2011 for high shock impedance. Additional information was received on 1/10/12 that the physician suspects that this lead is fractured. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).